Event description:
A cartridge alarm 20 was reported by the caller, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the loading process, and there were no previous reports of the specific cartridge alarms with this pump, although alarms had occurred with consecutive cartridges. Technical support confirmed the problem and arranged to replace the pump. Since the customer's pump was out of warranty, the customer was transferred to renewals to start the process for a new pump.